Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited no output or sensing and high lead impedance values in the atrial and ventricular channels. The device was removed and replaced.